Event description:
The complainant reported that the physician was performing a single incision transobturator sling implant procedure in the vaginal mid urethra area of a (B)(6) female pt , using a solyx single incision sling system. During the procedure, the physician attempted to put the sling on the pt's right side. In trying to adjust the tension, the physician tried to back the delivery device out in order to repass the sling, but the dart/carrier became dislodged from the shaft assembly. The mesh became stretched apart and the sling was unable to be used on this pt. The clinicians then obtained another solyx single incision sling system and successfully completed the implant procedure. The complainant reported that there were no pt complications as a result of this problem and the pt was "fine" following the completion of the implant.

Manufacturer narrative:
The complainant reported that the device would not be returned for eval, as it was discarded subsequent to the event; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant info received a supplemental medwatch report will be filed. (B)(4).